Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
Following a l3-l5 bilateral lumbar ablation procedure a second possibly third degree patient burn occurred. The grounding pad was placed on the left flank. The skin had not been prepped prior to grounding pad placement however the area was not noted as hairy or diaphoretic. The burn was noted where the grounding pad was applied. To treat the burn an antibiotic cream was applied. There were no performance issues with any abbott devices.